Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. She was able to manually remove the pledget from her vaginal cavity. She did not seek medical attention and did not indicate having any adverse health effects.